Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd minidraw¿ sst¿ capillary blood collection tube there was sample hemolysis in one device. The sample was recollected. There were no other health consequences or impacts reported.